Event description:
It was reported during the implant procedure that there was positioning difficulty with the lead at implant attempt. The lead was not used and was replaced. The was no reported patient complications due to this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found however, blood was noted in the lobes (helix).